Event description:
The notification received for the study indicated that pta was being performed on a lesion in the proximal right internal carotid with 80% stenosis. The lesion was pre-dilated with a 3.0x20mm maverick balloon and a 7.0x20mm precise stent was deployed, but due to suboptimal guide support, the physician struggled to manipulate the position of the stent. Ultimately, the stent was deployed somewhat more proximally covering the worst part of the lesion but not the lesion in its entirety. Therefore, a second overlapping more proximal stent (10x40 precise) was deployed. Post-dilatation was done with a viatrac balloon at 6 atm. The pt remained neurologically intact throughout the procedure. He did have some transient hypotension to approximately 75mmhg systolic blood pressure while the angioguard was still in place, which was treated with a bolus of saline successfully. The residual diameter stenosis was 10%. He was transferred to the holding room in stable condition.

Manufacturer narrative:
The (arch iii) eccentric lesion was 8mm in length in a 5.0mm vessel diameter. The pt was asymptomatic at the time of the intervention. An angioguard embolic protection was intended to be used, but due to packaging damage it was not used in the pt. A second angioguard was successfully deployed and retrieved without any technical malfunctions. The lesion was pre-dilated with a 3.0x20mm maverick balloon at 6atm. Heparin was administered during the procedure. Pre and post- procedure medications included aspirin and clopidogrel. This study pt underwent carotid artery stent implantation and during the procedure suffered hypotension. This is a male with medical history including hyperlipidemia and cancer. This pt met the high-risk criteria of status post radiation therapy. The target lesion was right proximal internal carotid artery described as non-calcified, non- tortuous eccentric and 80% stenotic. The first angioguard had loading/docking difficulty and was not used in the pt. It was noted that the box was damaged prior to use. A second was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated without report of difficulties. During stent deployment, due to suboptimal guide support, the physician struggled to manipulate the position of the stent. Ultimately, the first stent was deployed somewhat more proximally than desired covering the worse part of the lesion, but not the lesion in its entirety. Therefore, a second overlapping stent (10x40 precise) was deployed and the entire lesion was covered. The pt remained neurologically intact throughout the procedure; however, the pt did not transient hypotension that was treated with IV fluid bolus successfully. The pt left the angio suite in stable condition. Note: facility lot number is cordis lot number. Per facility c 7,210: cordis corporation reported no product would be returned to facilityl for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, co is unable to determine the exact cause for this incident. Co did review the device history records relative to the manufacturing, inspecting and packaging of lot. This packaging lot contained a total units, which were shipped from co on nov 6, 2008. The history records indicate this product was final inspection tested at co and was determined to be acceptable. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which was located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated, relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The complaints of loading/docking difficulty and packaging damaged could not be confirmed without the return of the complaint product; however, there is no evidence of manufacturing or design issues that contributed to the event. The complaint of stent inaccurate placement could not be confirmed without review of the procedural films. There is no evidence of manufacturing or design issues that contributed to the event. Review of the info suggests that vessel and procedural factors may have contributed to the inaccurate placement. This is one of three devices associated with the reported event that were reported under the following manufacturing numbers 9616099-2009-00562 and 9616099-2009-00563.